Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: were the malformed or straight leg staples on both or one side of cut line? Malformed on one side of cut line.

Event description:
It was reported that during the endoscopic sleeve gastrectomy. When transecting the gastric fundus tissue with long60a+ecr60b, after fired, noted the tissue was cutting but all staples malformed with straight leg and caused bleeding. Used suture to oversew and stop bleeding. The surgery was delayed about 50 minutes. The patient's condition is currently stable. No additional information could be provided.